Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.